Event description:
It was reported that during an open colectomy, the device was inserted into the enteric canal for 1st firing of feea reconstruction. The lever did not move during firing. The device was used on small intestine to cut. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch #575c89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up with protruding staples and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the reload. The device was tested with the returned reload and fired without any difficulties however, the staple line at the distal end showed that two staples were malformed. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 575c89, and no non-conformances were identified. The lot#597c07 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.